Event description:
It was reported by service report that the foot end will not raise or lower due to power coil cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power coil cord.